Manufacturer narrative:
(B)(4). Medical devices : delta cer fem hd 32/0mm t1, pn 650-1162, ln 201700745. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under k101086.

Event description:
It was reported that patient underwent a right hip revision due to excessive pain and stem subsidence approximately 1-month post op. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.